Event description:
Customer reported that the motor was overheated. During service, the technician found that the locking part was faulty. It also stated that a red point was missing on the plug. This is report 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the locking component was damaged. This was attributed to normal wear. Device was repaired and returned to the customer.